Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s family reported the ¿patient¿s postoperative wound site had been infected all the time.¿ it was noted the device had been explanted for an unspecified period of time. The patient had no plans to be reimplanted and was being observed at home at the time of report. No further complications were reported or anticipated.